Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels .the customer states their blood glucose level was 554mg/dl. The customer believes that due to the high levels, the set is not functioning properly. The customer treated high level with manual injection. The customer declined to troubleshoot for the high levels. The customer's cannula was found to be bent.